Event description:
Additional information received reported the pateint's leg went numb after the pump was turned up after the catheter revision. The issue resolved and the patient hadn't had any trouble since.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was diagnosed with an inflammatory mass (im) in 2009. The patient went into withdrawal because he was not receiving drug due to the im. The reporter stated that a revision was done and the pump was "turned up" but it was too much drug because the patient had not been receiving the drug due to the im. The physician then decreased the dose. The reporter also stated that they are reducing the drug delivery in hopes of a disc replacement in the future. The medications used in the pump were sufentanil and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598a, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type catheter, product ID 8596sc, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type catheter. (B)(4). Recall: device/drug interaction - the company updated the labeling for the devices to include current patient management and treatment recommendations. The company received reports of inflammatory mass formations at or near the distal tip of intrathecal catheters which infuse opioids, baclofen, or chemotherapy drugs into patients. On (B)(4) 2008, medtronic sent a letter to doctors who implant these devices.